Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 8731sc (B)(6); product type: 0184-catheter; implant date (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen via an implantable pump. It was reported that during a scheduled pump replacement surgery secondary to normal end of battery life, surgical observation revealed the existing catheter was kinked in multiple places. It was also noted the catheter was 'tied up in sutures'. The catheter was spliced, replacing the pump segment.